Event description:
Related to MFR report # 2183959-2012-02119. It was reported by plaintiff's attorney that the plaintiff was implanted with elevate apical and posterior system with inteprolite on or about (B)(6) 2010, to treat her stress urinary incontinence and pelvic organ prolapse. Plaintiff's attorney alleged plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries, and severe emotional distress. Plaintiff's attorney also alleged plaintiff suffered damaged nerve endings leading to debilitating neuromas.

Manufacturer narrative:
This was additionally submitted as a follow--up on the summary report dated 08/30/2014 under exemption (B)(4). Additionally, this was submitted as a follow-up on the summary report dated 10/31/2014 under exemption (B)(4). Additionally, this was submitted as a follow-up on the summary report dated 12/31/2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced erosion, chronic daily pain, some spotting, bladder infection, infections, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, extrusion and a product problem. It was also reported that the plaintiff experienced a constriction band. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.